Event description:
User states she had a critical troponin t value of 0.040 ng/ml that repeated as <0.010 ng/ml and 0.017 ng/ml. The initial result was not reported, because the lab repeats all critical values before turning out the results. The pt's current condition is unk to the laboratory. The field service rep. Was unable to determine a cause, but checked the probe alignment. He watched the operation of the analyzer and noted bubbles in some samples. Performance tests were performed.